Manufacturer narrative:
Insulin pump received with detached end cap. Unable to perform displacement test due to detached end cap. The drive support disk was inspected and no anomaly noted. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer's mother reported via phone call that the insulin pump was cracked and the bottom was taped, causing the customer to miss most of the days. Customer's blood glucose was 430 mg/dl. Customer's mother reported the drive support cap was sticking out. Customer's mother had pressed the cap. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.